Manufacturer narrative:
(B)(4).

Event description:
Procedure: opthalmic. Procedure: the product was used to fix port at sclerotic coat in an intravitreous operation. Prior to the first handling, the bottom of the needle was bent, but dr, kept handling it. The second handling of suture was no problem. Prior to the third handling, it was unable to handle the needle, so dr, pulled the suture out as grasping around the swage. Then, she realized that about 1mm length of the needle tip was missing. She cleaned up the patient's eye. However, she could not find the needle tip in the sclerotic coat where had been sewn at the third handling the needle. After the procedure, dr checked eyes again every 0.5mm slices with a CT to see if the needle tip was left. However, nothing was found. She figured out no needle was left in the patient at the end. Operating time extended: less than 30 min. No bleeding. The current patient's status: under observation. Additional information has been requested of the account however no response has yet been received.

Manufacturer narrative:
(B)(4).